Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown cup. It was noted that no further information or documentation will be provided due to hospital policy.

Event description:
The surgeon revised the left hip due to pain as the ring around liner was worn.